Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a false positive architect total b-hcg on a patient. Results provided: (B)(6) 2022, sid (B)(6): initial = 92.11 miu/ml, repeat = < 1.2 miu/ml. No impact to patient management was provided.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of tickets was performed for the likely cause reagent lot number 31031ud03. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg assay, lot 31031ud03.